Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported that a customer¿s adc meter was not turning on by button press or by test strip insertion. Due to this, and the customer not receiving their replacement adc meter, the customer was not able to monitor their blood glucose. The customer was able to self-treat, but had symptoms of increased urination and was taken to the hospital as they were unable to manage their hyperglycemia. The pharmacist also reported the customer had a lung infection, but is unsure if the infection occurred before or after the hospitalization. The customer received unspecified treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. This serves as a correction report. Section brand name ,section model no and PMA/510(k) were incorrectly documented in initial report. Correction has been made.

Event description:
A pharmacist reported that a customer¿s adc meter was not turning on by button press or by test strip insertion. Due to this, and the customer not receiving their replacement adc meter, the customer was not able to monitor their blood glucose. The customer was able to self-treat, but had symptoms of increased urination and was taken to the hospital as they were unable to manage their hyperglycemia. The pharmacist also reported the customer had a lung infection, but is unsure if the infection occurred before or after the hospitalization. The customer received unspecified treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection performed on the returned meter and, no visible contamination or damage was observed. Inserted batteries on returned meter and indicator lights did not flash. The meter did power on with button depression. No malfunction or product deficiency was identified.

Event description:
A pharmacist reported that a customer¿s adc meter was not turning on by button press or by test strip insertion. Due to this, and the customer not receiving their replacement adc meter, the customer was not able to monitor their blood glucose. The customer was able to self-treat, but had symptoms of increased urination and was taken to the hospital as they were unable to manage their hyperglycemia. The pharmacist also reported the customer had a lung infection, but is unsure if the infection occurred before or after the hospitalization. The customer received unspecified treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.